Manufacturer narrative:
The surgeon will place revision devices once the infection has resolved. Still implanted.

Event description:
The left tmj devices are going to be removed and revised due to infection.

Event description:
The left tmj devices are going to be removed and revised due to infection.

Manufacturer narrative:
The surgeon plans to place revision left tmj devices once the infection is resolved. H3 other text : it is still implanted.